Event description:
Customer's boyfriend called in to om inc to report the day after she gave herself an injection. He communicated that when she went to pull it out the needle broke off in her skin. She went to the ER and they were able to remove it. She does not have the pen needle hub or the pen needle they removed to send back.

Manufacturer narrative:
A medical questionnaire was sent to consumer by the us division, om inc to get more information. It was never returned. Om inc followed up three times with the consumer to try to obtain the completed medical questionnaire for more information. On each occasion the patient/ consumer agreed to send it back, however, it was never returned.